Event description:
Healthcare professional "the buffer port that looks like it was punctured". Device was not implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: not observed openings. Additional observations: no other observations observed on the device.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 03/may/2024. Additional, changed, and/or corrected data: a3.

Event description:
Healthcare professional "the buffer port that looks like it was punctured". Device was not implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device was not implanted.

Event description:
Healthcare professional "the buffer port that looks like it was punctured". Device was not implanted.